Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to chronically high impedance >2000 ohms, undersensing in bipolar sensing configuration, and oversensing in unipolar sensing configuration. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through 19 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the lead was found covered in fibrotic growth approximately 10 cm proximal to the lead tip and the ring electrode was also calcified. The calcification can be assumed to be the root cause of the observed high pacing impedance. The analysis showed that the conductor coil and insulation were found stretched and damaged 16 cm proximal to the lead tip and the fixation helix bent. These deformations probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to chronically high impedance >2000 ohms, undersensing in bipolar sensing configuration, and oversensing in unipolar sensing configuration. No adverse patient events were reported. Should additional information become available, this file will be updated.